Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there was an issue found that would be related to the reported event. The iesu was tested using the system and displayed an error c-34 on start. Root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy transvesical surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the erbe had c-34 error when monopolar energy was activated. Tse advised the customer to power cycle the erbe. The customer already attempted to resolve the issue by replacing instrument and cable but the issue persisted. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the same electrosurgical unit (esu), despite the reported issue in which the monopolar energy coagulation function could not be used, while other esu functions remained available. The customer power cycled the erbe and replaced the monopolar energy cable, but the reported error continued. Patient demographics were not provided.